Event description:
It was reported on (B)(6) 2012 that a physician's dell x5 handheld device was freezing intermittently. The issue began about one month ago and despite multiple hard resets, the issue still occurs. The screen will freeze on the "start interrogation" screen. The site was able to troubleshoot past the issue and interrogate patients devices however as the issue continues to occur, they want the handheld replaced. The physician was sent a replacement handheld and the handheld and associated software in question were returned to the manufacturer for analysis. Device evaluation has not been completed at this time.

Event description:
Device evaluation of the returned handheld and flashcard has been completed. No anomalies were found with either the handheld device or the software. Both the handheld device and software performed according to functional specifications. The reported frozen screen at "start interrogation" was not confirmed.